Event description:
It was reported to philips that the live monitor in the exam room failed and was swapped with a reference monitor on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconfigured the monitor from bnc to vga and replaced the 19'' monochrome monitor ER (mml1952-per). Follow-up was scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).